Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 432 mg/dl at the time of incident. The customer reported that they feel high if blood glucose on 800 mg/dl. The customer reported that half of the lip ring was missing of reservoir. The customer was assisted with troubleshooting and reported that the reservoir able to lock in place into the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.